Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation: 2 units of lot c1856590 of echo-hd-22-ebus-p-c was returned opened in their original packaging. 8 units of lot c1856590 of echo-hd-22-ebus-p-c was returned un-opened in their original packaging. 1 unit of lot c1811143 of echo-hd-22-ebus-p-c was returned un-opened in its original packaging. 9 unopened devices were returned as detailed above and it was unable to determine if related to (B)(4) (reporting reference number 3001845648-2021-00755). As a result these were detailed under (B)(4). The devices involved in the complaint were evaluated in the laboratory on 25 nov 2021. The returned device lab findings and observations can be referred through the attached files. The distal end of one needle returned was found to be kinked and will be investigated under this (B)(4). A kink was observed approx. 14cm from the sheath tip on the other needle returned. This will be investigated under a separate complaint. Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1856590 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1856590. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0110-6). A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to kink. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Customer had serious issues with our ebus needles this morning, 2 got bent, (B)(4) and 1 where the needle detached and got dislodge in the patient (B)(4). Apparently this happened in bournemouth 3 months ago. Note: this file will capture the 2 bent needles. Customer have kept back the 3 faulty needles and removed 8 needles from their stock of the same lot number. Customer would like replacement's. "As per cc form: incidents with 3 separate needles. 2 bent during the procedure at the tip and with one further needle, the tip detached and was dislodged in the patient. Lab evaluation complete on 25-nov-2021: 2 devices returned distal kink noted on one and proximal kinked noted on the other. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence the additional questions have been forwarded to the doctor who encountered the problem. Are images of the device or procedure available? There are no images for the procedure, but I understand the needles have been provided. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? We used several needles. The key incident was the needle snapping off, but all the needles slipped. The protective sheath slipped on all of the needles and the needle slipped on 1 of them. I personally tightened them after the first slippage incident, and yet they still slipped. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? I don¿t know. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 4r. Please describe the size of the intended target site. 2 cms. If not with the device in question, how was the procedure performed and/or finished? I removed the ebus scope and inserted a bronchoscope-I inserted biopsy forceps and retrieved the broken needle end. I then reinserted the same ebus scope and completed the procedure using a ultra needle-without incident. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? I used forceps via a bronchoscope to remove the broken end of needle. Did the patient require any additional procedures as a result of this event? Yes-a bronchoscope (done at the same time). What intervention (if any) was required? A bronchoscopy during the procedure to remove the broken needle end. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes-one of the needles was bent. If yes, please specify what was observed and where on the device it was observed. As above. This was noticed after a failed biopsy attempt, when the needle had been removed. What is the scope manufacturer and model number that was used? Hitachi pentax. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? Service? 1/9/2020. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement of the needle, the sheath slipped. In the incident where the needle snapped, it was on needle retraction. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a-it snapped off. Was the endoscope in a flexed or twisted position at any time during the procedure? I can¿t remember. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? One. Did any section of the device detach inside the patient? Yes. If yes, please specify: the needle tip. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes-repeatedly. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.